Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the myocardial infarction was unknown. The patient was hospitalized thirty days prior to passing away for an unrelated event. Treatment for the myocardial infarction was not reported. On an unreported date during the hospital admission, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis. Peritoneal dialysis therapy was not ongoing at the time of death and the patient was not connected to the baxter healthcare homechoice device. Hospitalization was ongoing up until and at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information for event date: on an unknown date, the patient experienced a myocardial infarction. Should additional relevant information become available, a supplemental report will be submitted.